Event description:
It was reported by service report that the scale is not working. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Conclusion: foot board was reseated and the scale worked to specification.